Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient asking what material is in the implanted device. Patient states being allergic to nickel and also cant use adhesives like adhesive bandages and other things like that. Agent reviewed specs. Patient stated they were having ra flares that are extreme. Patient stated they were in the hospital for 5 days and was on prednisone and everything else but they can't figure out why they are flaring. Agent asked how long this has been going on and patient states since the implant was put in. Patient mentioned they is on oxycodone and tylenol and anti inflammatory stuff . Patient stated their device was working. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the patient called back repeating a continuation of event previously reported in this case. Patient reported they "can't turn it on, when it goes on it hurts very badly since (B)(6) ". Patient reported it hurts anyway, but reported it gets a lot worse when they turn it on. Patient called to inquire about specs of lead (if contain nickel or medical adhesive). Patient reported they are allergic to all adhesive and nickel. Agent reviewed lead specs. Patient confirmed this is all a continuation of event previously reported in this case, but stated they have determined that the issue is not ra flares. Patient reported they have been in the hospital off and on for almost two weeks. Patient stated it is not ra, and stated they know it's either an infection or an allergy. Patient reported now they can't walk. Patient stated they were in the ER last night. Patient reported "they keep trying stuff, and stuff didn't work" (agent unclear what patient was referring to by this statement). Patient stated they were walking just fine before this and the only issue they had was bladder leakage and not able to control their bladder and bowels because device is turned off. Patient clarified having bladder and bowel leakage because implant is turned off. Patient stated they had bladder/bowel leakage in the past for 40 year and they are happy to have this again as long as they can walk. Patient stated they are considering getting device removed unless they can prove that nickel is not effecting them. Patient stated they have not had much help and they have not had anyone try to "adjust this thing" except over the phone with one agent but stated no one from mdt has done anything with the device. Patient also reported they are in constant pain and they can't sleep at night "so this is really bad". Patient stated they are "seeing the hcp who implanted their device on friday". Patient stated they have a "p82205" instrumented all up and down their spine (patient clarified this is metal all around the l5),and they had problems with that. Patient also stated both hips are replaced with metal. Patient also reported they are "building a seroma". Reviewed role of patient services and redirected patient to their managing healthcare provider to address the issue. Reviewed tech services role and phone number for hcp if needed. Please note, agent had a very difficult time hearing patient throughout call and made best attempt to document all relevant event information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reiterated previously reported information. They stated "I have been having so much trouble with this device, what's happened to me is awful. I think I'm allergic to it or it has been placed in a bad place." The patient stated they kept getting more infections than ever before and their back was swelling. The patient stated they were "evidently" allergic to the "leads or some surgical adhesive in the device." The patient stated they were in bed and couldn't walk. The patient stated they had been in the hospital for 5 days and they had to have a foley catheter implanted in them. The patient stated "it was not worth it. I can't even walk. This is crazy." The patient stated that their implanting health care provider (hcp) "poo pooed" what they were saying and stated medical history, that they had a bad accident in the past where they were "infused from t8-l5" and that everything inside of them was "messed up" and commented that the urologist who implanted their dev ice should have spoken first with their spine doctor because they were running and sailing on their sail boat before they got this implant and now they were bedridden, they couldn't walk and had to use a cane and a walker to get to the bathroom. The patient stated they were on heavy antibiotics now. The patient commented something about their l5-s1 discs were fragmented. The patient also stated that their health care provider (hcp) had told them someone was going to call them to help them get the therapy adjusted "so that it works," and mentioned a manufacturing representative (rep) had worked with them in the past and stated they wanted the manufacturer to know that no one called them. Patient services reviewed the role of the rep and patient services with the patient and redirected the patient to follow up with their health care provider (hcp) to further address their concerns. The patient stated they weren't going to go back to the hcp who implanted their system and that another physician was going to remove the system. The patient was having their implanted system removed around (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2y7x7; implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.